Event description:
It was reported that insulin cartridges had leaked insulin into the cartridge compartment of the infusion device on multiple occasions. No adverse event was reported. The insulin cartridges were requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6).